Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's bolld glucose results were 200mg/dl, 142mg/dl, 152mg/dl. Tests were done < 10 minutes apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.